Event description:
It was reported that with ventilator supported patients, instances of high airway pressure were being encountered more often than usual. The reporter wondered if the firm¿s device, which was being used in the breathing circuit, could have a role in these incidents, by becoming blocked and developing airflow resistance. This supposition was reinforced by the observation that replacing a device that had been in service for some time with a fresh device resulting in a decrease in respiratory resistance. The user has examined the used device in one case, and it appeared dry, without obvious mucus or dedication being visible. It was also noticed, in one device, that there was a separation of the folds in front of the patient¿s side inlet. The manager¿s respiratory therapy staff was reporting that their impression was that the devices were, in general, not providing the 48 hrs of usage expected, because of the increase in resistance and accumulation of condensation. The reporter provided 2 unused devices that belonged to the same lot number as the unit associated with high airway pressure, as well as the latter device.

Manufacturer narrative:
Both the device used in the event, and an unused device of the same lot were received from the user facility for testing. The returned devices were assigned the identifications "a" and "b" respectively and a device from inventory from a different lot used as a control was identified as "c". An external examination of the used device (device a) found a gap between two pleats of media with no visible hole through the media. This observation was not found in the unused device (device b) of the same lot number. The media of device a was slightly discolored and was more yellow than device b and the control device (device c). Air flow deltap testing of device a found an average resistance of 5.1 cm water at 60 l/minute air flow, compared to 1.9 cm water for device b and 2.0 cm water for device c at the same flow rate. Device a failed standard hydrophobicity testing with water breaking through the media within 10 seconds of the test being initiated. Devices b and c both passed standard hydrophobicity testing. After standard hydrophobicity testing, device a gave an average resistance reading of 11.7 cm water at 60 l/minute compared to 1.7 cm water for device b and 1.9 cm water for device c at the same flow rate. The water used for the standard hydrophobicity test was subsequently tested for surface tension. De-ionised water will have a surface tension of 69-74 dynes/cm at ambient temperature (20 degrees c +/- 1 degrees c). During testing, de-ionised water had a surface tension of 71.87 dynes/cm. The effluent collected from the standard hydrophobicity testing of device a had a surface tension of 62.4 dynes/cm and the effluent collected from device b had a surface tension of 71.77 dynes/cm. The water sample from the patient side of the control device had a surface tension of 72.23 dynes/cm. Conclusion the separation of pleats is a cosmetic factor and does not affect the performance of the device. The dry, wet, hydrophobicity, and eluate surface tension tests for device a were all outside the range expected, and together display a pattern typical of a device which has had material with surfactant properties deposited on the media during use. The two unused devices exhibited normal and similar results during the testing. It is noted in the user report that staff were concerned that the expected service time of 48 hours was not being regularly achieved. In fact, when nebulized medications are in use, the product labeling describes the service period is reduced to 24 hours. The number of hours of use of the involved device was not specified. Summary: the user's report of elevated resistance in the used device was confirmed. The proximate cause was the effects of surface active material being deposited during use. It is also possible that the device was kept in service beyond its labeled limit. This report was inadvertently submitted as 96177-2010-00001, which is an incorrect number. Please apply the number used in this report. Unless substantially significant information becomes available, this constitutes a final report.